Event description:
Reporter alleges silicone induced autoimmune disease, systemic lupus, erythematosus, discoid lupus, fibromyalgia, chronic fatigue syndrome, rheumatoid arthritis, hypothydroidism, elevated esr and ana, capsules and constant, chronis detrimental health with continual treatment and "mctd".